Event description:
The user had one pt sample in a lithium heparin tube where the ise resulted low. Upon repeat on the integra 400 at the site, the results were "quite different". The initial sodium result was 120 mmol/l, the repeat result was 128 mmol/l. The user stated the sample result were reported to the physician, but she does not have info concerning if the pt was treated based on the reported result. She stated she reported the repeat results then called the pt's nurse to provided the corrected result data. The user stated this was a sample issue as the sample was "grossly" icteric. The field service rep discovered the syringes were dirty and noticed air bubbles in the syringes. He removed all the syringes and cleaned and reinstalled them. He also found the degasser pump to be non-functional and excessive water in the degasser. He replaced the degasser pump, cleared the lines of excessive water, and replaced st1 and st2 probes. To verify the analyzer operation, he ran calibration, controls, and precision testing with results within specs.